Event description:
Customer stated "metal tip broke off" reference repair order # (B)(4). Ref e-complaint-(B)(4).

Manufacturer narrative:
Reference e-complaint-(B)(4). *investigation x-inspect returned samples. *analysis and findings a review of the 2 yr complaint history reveals similar issues. This unit was manufactured in 1992. Service & repair confirmed the unit was damaged. Upon review of the device it was evident the unit was heavily used and consequently damaged. The complaint description is in line with the observed damage. The tip was broken off and the hose was also noted to be kinked. The root cause for the damage is normal wear and tear and handling error. The tip is steel but long and narrow. It is likely it took some punishment over the last 27 years of service. Complaints will be continuously monitored to determine if there is any new trend for this complaint condition. *correction and/or corrective action the unit was repaired at a charge and returned to the customer. This complaint will be entered into the coopersurgical continuous improvement plan (cip). No applicable correction available to train to. *was the complaint confirmed? Yes. *preventative action activity coopersurgical will continue to monitor this complaint condition for any trends.

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. Once the investigation process is completed a follow-up report will be filed. (B)(4).

Event description:
Customer stated "metal tip broke off". Reference repair order # (B)(4).